Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 email address updated, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, g1 (contact person ¿ mfg site), h4.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h3.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) did not work in pressure mode. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d11, g4, g7, h2, h10, h11. Corrected fields: a1, b5, b6, b7, d5, h6(impact codes).

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp. Pressure mode and ECG mode trainer tests with simulator were performed. No electronic malfunction was found. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) did not work in pressure mode. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.